Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 1.1 and 1.2 were not detected on the bus and were missing from the cubie map. A field service engineer (fse) inspected the retractor band, row board cable, and all had appeared to be functioning. The fse reseated the pyxis cable resolved the issue, and the device was operating normally. The system functioned as intended after the field service engineer repaired the device. E1 - initial reporter facility name: (B)(6) medical center.